Event description:
The patient was hospitalized for a blood glucose reading of "700 mg/dl" and received medical intervention with IV and injection of insulin. Reportedly, the patient remained on the animas pump during his hospital stay. During troubleshooting, the animas representative noted the following: patient states he cannot remember if he changed site to troubleshoot high bg prior to hospitalization. He states his normal bg range is 70 - 270 mg/dl during the day. Patient states he was in contact with his hcp who recommended he go to ER. Patient cannot remember if there were any unusual alarms prior to hospitalization, was not sick, does not use refrigerated insulin, and does not rotate sites. Review of history cannot be adequately assessed since patient uses pump for basal delivery but erratically uses pump for boluses and has nothing documented to confirm the affect on bg. Tdd (total daily dose) history for (B)(6) 2011 = correct basal delivery, 0u bolus since patient states he uses injections sometimes. Tdd (total daily dose) history for (B)(6) 2011 = correct basal and bolus delivery of 6u which adds up correctly. Patient does not use advance bolus features and does own bolus calculation. Patient has concern about frequent low batt alarm, short batt life, no signs of structural damage to pump. This complaint is being reported because the patient reportedly managed his diabetes with the animas pump and subsequently received medical intervention for hyperglycemia.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current; the pump was found to have functional auditory and vibratory alarms upon start up. A review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflect programmed values. There were no alarms or conditions in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no defect found on investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.